Manufacturer narrative:
Occupation: unknown. Common device name: unknown as the exact device is unknown. PMA/510(k): unknown as the exact device is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 4 french femoral artery catheter broke at the hub. The exact device details are unknown at this time. When removing the arterial line from the patient during an artery procedure, the hub detached from the remainder of the catheter, leaving the rest of the catheter in the vessel. Once the doctor removed the rest of the catheter from the patient, they noted it was kinked in several places and there was a "clean break" where the hub was previously attached. The device was in place for 4 days before the separation, and the patient was undergoing physical therapy. The process for removing the catheter was to remove the sutures before slowly puling out the catheter, using gauze to stem the blood flow. No other adverse effects have been reported for this incident.

Manufacturer narrative:
Investigation - evaluation: on 14feb2020, cook became aware of an incident where during a procedure, the outer catheter of a micropuncture transitionless access set (rpn unknown) separated during withdrawal. The issue was reported by university of michigan hospital in ann arbor, mi. No adverse effects to the patient were reported and no additional procedures were required. A review of documentation including the instructions for use (IFU), manufacturing instructions (mi), quality control and specifications, as well as a visual inspection of the returned device was conducted during the investigation. One used device (appearing to be a 4fr mpis outer catheter) was returned to cook for evaluation. Visual inspection showed that the catheter material was separated from the fitting. Five kinks were noted just below the hub. The separation point was noted to be jagged and flattened, though no sharp edges were noticed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that the affected product is both safe and effective for its intended use. It should be noted that micropuncture coaxial catheters are supplied to cook by cook polymer technologies (cpt). A review of the device history record (DHR) and a database search for additional related events were unable to be completed due to a lack of lot information from the user facility. The supplied information provides evidence to support that the device was manufactured to specification as there are adequate inspection activities established. It was also concluded that there is no evidence that nonconforming product exists in house or in field. There is no IFU for this device or additional labeling concerning this failure mode. Based on the information provided, inspection of the returned product, and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.